Event description:
It was reported that a patient experienced batteries that power switch on the controller, although the charge of the battery is over 25 percent. It is stated there were no alarms triggered. There is no reported consequence or impact to the patient. The batteries were replaced. No additional information is provided.

Manufacturer narrative:
Three batteries were returned for evaluation. Various analyses were conducted on (B)(4) and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. The device could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. (B)(4) were not analyzed per d02898. Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for these batteries. The investigation determined that there is a potential for these batteries to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction could have contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and two batteries with the potential to malfunction due to faulty internal cells. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.

Manufacturer narrative:
The vad remains implanted. Batteries received by manufacturer for evaluation. An internal investigation has been open to address this issue. Following additional regulatory authority feedback, the manufacturer is expanding the field safety corrective action (fsca) to recall certain older batteries. The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will be closely monitored to ensure that the ventricular assist device system functions as intended, and to assess the effectiveness of the fsca. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Information for use states: when one battery is depleted to less than (B)(4) capacity, the controller will automatically switch to the other battery. An intermittent "beep" will sound, the alarm indicator will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Batteries received on (B)(4) 2015.